Event description:
Device issue: leak - stent graft. Time of adverse event: after procedure. Adverse event: active bleeding requiring CABG surgery/death. It was reported that a mini vision 2.5 x 08 stent did not cross the lesion. After the mini visions failed cross attempt; five non-abbott stents were deployed. A perforation occurred during post dilatation of a non-abbott stent with a non-abbott balloon catheter. The two graftmaster stents were used and deployed without a problem; however, they did not completely seal the larger perforation. The graftmaster stents did decrease the bleeding. The patient was placed on an intra aortic balloon pump (iabp) and taken to urgent coronary artery bypass graft (CABG) surgery. The patient died approximately 36 hours ((B) (6) 2010) later of abdominal bleeding which was a complication of the CABG surgery. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.